Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) batteries not holding charge. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse replaced the power management board to resolve the reported issue, and one of the batteries seemed to start to recover, but the other was completely discharged and wouldn¿t recover. The fse replaced the battery that wouldn't recover, and left the batteries charging. The fse informed the customer to check and ensure that both batteries fully charge. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.